Manufacturer narrative:
This is being reported outside the 30 day reporting requirement, due to delays in obtaining pertinent information from the treating physician in (B)(6).

Event description:
Three to 4 days after wearing stage 1 aligner, the patient reported her mouth felt dry, had a bad smell, and her throat felt itchy. The patient used "compound chlorhexidine gargle" to rinse her mouth and to wash the aligner. The patient felt a sore throat, and is suffering from chronic pharyngitis. The patient went to her general physician for additional treatment.